Event description:
The reporter performed a blood glucose test at home and got a result of 74 mg/dl. Forty five minutes later he retested on the dr's meter during a routine visit and got a reading of 134 mg/dl. No symptoms were reported. He did not have any control solution for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8